Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets and single leaflet device attachment (slda) leading to incomplete coaptation were considered, including manufacturing, patient morphology / pathology and user technique. The investigation concluded that the reported failure to adhere or bond to leaflets and slda appear to be related to the patient morphology/pathology, as the thickened leaflets, shortened, and prolapsed posterior leaflet resulted in difficulties with visualization and grasping. While it should be noted that the mitral regurgitation (mr) remained unchanged with the implantation of the clip, the reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet and mitral regurgitation returned to baseline. This was a mitraclip procedure to treat functional mitral regurgitation (mr) grade 3+. Both the anterior and posterior mitral valve leaflets were thickened and the posterior leaflet was shorter. Several attempts were made to grasp the leaflet at the anterior 2/posterior 2 (a2/p2) segment; however, due to the very thickened leaflets, visibility of the actual clip insertion was difficult. It was felt that a sufficient grasp was obtained and the clip was deployed at the mid to lateral a2/p2 segment. The mr grade was reduced to 1+. After several cardiac cycles, it was noted that the mr had increased and was now back at baseline of grade 3+. The clip was noted to have detached from the posterior leaflet, remaining attached to the anterior leaflet. Post procedure, the patient was in stable condition with mr at baseline. A second mitraclip will be scheduled at a later date. No additional information was provided.